Event description:
Customer received ckmb results of less than 0.1 ng per ml (accompanied by less than test data flag) twice for two different pt samples. When the primary tubes were rerun on another e601, they recovered 2.9 ng per ml for first sample and 3.1 ng per ml for second sample. Erroneous results were not reported, the final results were reported. Customer states samples were both 6 ml tubes, more than half full without any fibrin, clots or bubbles. If additional info is received, appropriate notification will be provided.